Manufacturer narrative:
The 13mm aso and 7f dtv45 (sheath, dilator, loader, and hemostasis valve) were returned to aga medical and decontaminated. The device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The dtv45 components were examined and the sheath tip was found partially inverted. The returned 13mm aso was loaded into the loader, handed-off to the sheath, advanced, deployed, and recaptured; however, high recapture forces were required and the sheath tip partially inverted upon recapture. A test 13mm aso was loaded into the loader handed-off to the sheath, advanced, deployed, and recaptured and the same outcome occurred. During manufacturing, this device and delivery system lot underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device and delivery system lot successfully completed these tests. Our product analysis was able to reproduce and confirm the performance described in the field. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.

Event description:
According to the initial information received, a 13mm amplatzer septal occluder (aso) was deployed but upon recapturing only the right atrial disc would collapse into the 7f amplatzer torqvue 45º delivery system sheath. The waist and left atrial disc were uncapturable after multiple attempts. A 9f amplatzer 45º exchange system was used and a 15mm aso was deployed properly.